Event description:
It was reported that the patient with this neurostimulator experienced tingling in the legs following a fall. X-ray confirmed movement of the ins with lead sensation limited to the ankles and left foot. Troubleshooting included attempted reprogramming and redefining thresholds. A system replacement was performed on 23sep2025 due to device performance issues. There were no additional patient complications.

Manufacturer narrative:
Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1t801596. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of tingling, undesired sensations (non-target stimulation area), and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced tingling in the legs following a fall. X-ray confirmed movement of the ins with lead sensation limited to the ankles and left foot. Troubleshooting included attempted reprogramming and redefining thresholds. A system replacement was performed on (B)(6) 2025 due to device performance issues. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.